Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient passed away. It was believed that the patient had a seizure and died in her sleep. The cause of death was chronic seizure disorder. The device was not explanted, so no analysis could be performed. No autopsy was performed. The patient's physician did not have any further details on the relationship of the death and vns. The patient had her 5th vns generator implanted on (B)(6) 2015. A sudep evaluation was performed by the manufacturer, and the death was determined to be probable sudep.